Event description:
Vascular core laboratory: per a query from bolton/terumo, we had our pi take a look at the imaging for relay pas patient 513-103's 60m time-point. He agreed that a type iii endoleak does appear to exist at both the 48m and 60m timepoints. "Yes this looks like a type iii endoleak. I cannot find a branch communicating to it to call it a type ii endoleak." This had previously been called a type ii. Patient outcome - "no action/treatment has occurred to date."

Event description:
Vascular core laboratory: per a query from bolton/terumo, we had our pi take a look at the imaging for relay pas patient 513-103's 60m time-point. He agreed that a type iii endoleak does appear to exist at both the 48m and 60m timepoints. "Yes this looks like a type iii endoleak. I cannot find a branch communicating to it to call it a type ii endoleak." This had previously been called a type ii. Patient outcome - "no action/treatment has occurred to date."